Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did not confirm the problem. The valve could not reprogram. The lot number was chdbwb and the product code was found to be 82-3842. The biological debris noted in the programming control mechanism was the apparent root cause of the device failure reported. Debris in the programming control mechanism can cause the type of problem noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in 04/07. No corrective action is needed based on the results of the evaluation. Trends will be monitored for similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that, the pt is producing too much csf, he explained that the dr set a valve to 30mm h20 prior to implant and he said it programmed to 50mm h20 and would not move. As a result ,the valve was removed and replaced.